Event description:
22g bd insyte lot # 4025345 ¿ the IV was successfully inserted, but the needle would not retract when pressing the safety button. Registered nurse (rn) had no choice but to dispose of the device in a sharps container as she was unable to get the needle to retract making it too unsafe to save for reference.